Event description:
It was reported that the patient underwent an explant procedure where the superion indirect decompression system implant was removed. The procedure was completed successfully. The explanted device was disposed at facility and was not returned.